Event description:
It was reported on (B)(6) 2026 that the patient's nephew called emergency medical services (ems). Assistance was provided by ems when the patient passed out (lost consciousness). The blood glucose level was 40 mg/dl. The patient was treated with liquid glucose and carbohydrate intake.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.